Manufacturer narrative:
Additional information: g4, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis; however, one image was returned. The image appears to show a ¿no contact force¿ error message within the ensite contact force module, and no contact force was displayed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a perforation occurred in the left ventricular apex. During preparation when preparing the tacticath to insert it into the patient, a cable not connected message was noted when the catheter cable was plugged into the tactisys. Multiple attempts to connect and disconnect the system were unsuccessful. No contact force data was displayed following insertion into the patient. The absence of contact force data lead to pushing the catheter into the left ventricular apex and causing a perforation. The perforation was managed and the patient is safe. There was no backup system at the hospital, therefore the procedure will be performed at a later date. The system functioned as intended the next day.